Event description:
It was reported that the ilet pump screen displayed discoloration with vertical lines on the upper portion of the display, which made the screen difficult to read and impaired visibility. No alarms or alerts were reported. Symptoms included device display impairment without physiological symptoms. Outcomes included the need for device replacement and temporary interruption of pump use. Investigation included customer interview and basic troubleshooting guidance, including data sync, shutdown instructions, and preparation for return. Investigation of this case revealed a suspected display malfunction affecting the screen component, consistent with a hardware screen-visibility failure. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display consistent with normal wear or non-reproducible damage, with no evidence of user error.